Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump after confirming that the malfunction had occurred at least three times. The customer will use manual daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support provided storage instructions for the pump and arranged for its return. The customer acknowledged these instructions and will program the replacement pump with their settings and connect their continuous glucose monitor to it.